Event description:
Per complaint form: outbound. Patient had 1 defective remodulin cassette and pump kept alarming. Tried other pump. Cassette would not work on either pump. Sending 1 replacement cassette to deliver 3/25/2022. No further details provided. No injury.

Manufacturer narrative:
Medwatch report was received from FDA, no new information. Mw5109106. E3: contact detail occupation was updated to nurse on 16 jun 2022.